Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with glucose tables and juice and insulin. The customer stated that he troubleshoot for the high blood glucose and did not want to do at the time of call. The customer stated that he feels comfortable right now.